Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had turned lens. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector contact was damaged, component failure of the video connector, the light guide bundle was chipped, component failure of the light guide bundle, component failure of the objective lens. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the objective lens. The light guide bundle was chipped occurred due to component failure of the distal end of the video telescope. The video connector contact was damaged occurred due to component failure of the video connector contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.